Manufacturer narrative:
On 25-oct-2021, mentor received additional information regarding the event date and suspected medical device. The event date was estimated as 1-jan-2021 based on available information. The suspected medical device is a 350cc mentor memorygel breast implant (catalog #: 3503501bc, serial #: (B)(6)). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two unspecified mentor breast implants and experienced bilateral grade iii capsular contracture postoperatively. At the time of this report, mentor has received no information regarding an expected explantation date. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis. This report is for the right-sided prosthesis.